Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies of the full height legacy drawer 2 was failed to open. A field service engineer (fse) identified debris, reseated the trays and row board cable, but the issue remained unresolved and ordered a new drawer. Fse replaced the drawer 2 with an enhanced full height drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had full height drawer2 cubies failed. System displayed a 'bin did not open' message even though the bin had opened successfully. The user had to select 'retry' for the system to acknowledge the bin operation and proceed transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.